Event description:
Event description guidant received information that during the implant procedure, a coronary sinus (cs) dissection was observed when the venogram was being obtained. Despite the cs dissection, this ventricular lead could not be adequately positioned without the aid of the venogram. Therefore, the patient was sent to surgury for an epicardial lead placement.